Event description:
It was reported that during the implant procedure prior to inserting the lead in the patient, the physician tried to exercise the helix, but it would not extend. The lead was not used and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix compressed within the sleevehead. (B)(4).